Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations.

Event description:
Broken/damaged.